Event description:
The patient reported that they have two implants as of (B)(6) 2013, and one of them is completed depleted now. It was stated that it has been less than three years and the patient doesn't understand how they have depleted so quickly. The patient confirmed that the healthcare provider (hcp) did reprogram the patient and increase stimulation to the max, but believes the batteries should have lasted longer than 2 years. The patient noticed the battery had depleted the week prior to date notified because their right hand has been getting worse, they have no control, and the hand does whatever it wants. The patient also saw an eri message and could not do anything with the patient programmer (pp) to make changes. The patient is going to follow up with an hcp and discuss longevity and possible replacements. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.